Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a decrease in impedance was observed. The thresholds were normal in both unipolar and bipolar. It was also reported that there was oversensing with isometrics. The lead is still in use. No patient complications have been reported as a result of this event.